Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 24-mar-2024, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via manufacturer representative, regarding a patient. Patient had spinal fusion as well as removal of competitor's spinal cord stimulation (scs) . Rep attended initial replacement but physician did not call the rep to come to repositioning of the surgical paddle. Patient was taken back to surgery later that night ((B)(6) 2020) to have paddle lead revised. Physician thought scar tissue from competitor's system was causing the paddle (lead) to migrate initially. When patient returned to the or, the physician completed another lami to remove scar tissue and reposition paddle lead. Physician had imaging done to see placement and had ordered MRI. All lead connections were good and all impedances within normal limits. The physician took patient back for repositioning of paddle because patient developed extreme pain on one side in recovery. Imaging showing physician the lead was ¿in the gutter.¿ when rep saw the patient the next day ((B)(6) 2020), rep programmed the patient with no issue. After programming, the patient said she had a stroke after surgery but did not specify the initial one or the second one. Rep asked her if it was during surgery but she said no afterwards. The issue was resolved.